Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from persistent failure of the tower door. A field service engineer replaced all latches to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system hardware malfunctioned, rendering tower door 1 inoperable and unable to recover. The customer indicated that they attempted to reboot the station, but the issue persisted. They also confirmed that there was a delay in administering medication to the patient. There were no adverse events or injuries reported based on this incident.